Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a cryo atrial fibrillation ablation procedure, a pericardial effusion occurred. At the start of the case, the catheter was advanced to the inferior vena cava (ivc), but instead of advancing up toward the superior vena cava (svc), it tracked across a patent foramen ovale (pfo) and advanced toward the base of the let superior pulmonary vein (lspv). The catheter was then withdrawn and advanced appropriately toward the svc. Transseptal proceeded and the left veins were isolated via cryo. During achieve manipulation toward the right veins, an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott products.